Manufacturer narrative:
The investigation into the access site bleeding issue has been completed. The device was not returned for investigation. Product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to patient condition.

Event description:
The user facility reported a 70-year-old female (race unknown) noted as high risk percutaneous cardiac (hrpci) insertion was implanted with an impella cp device for mechanical circulatory support. During pci, the patient bled heavily from the access site. The patient was treated successfully with blood products. When the patient arrived in ICU heparin was given. The vascular surgeon declined surgery. The physician could not say whether the patient suffered a vessel perforation or dissection as the patient bled into the thigh. The patient expired during the night.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿